Manufacturer narrative:
This report is filed under aic reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a grasper broke inside a patient on an unspecified date. Additional information has been requested but not yet provided.